Manufacturer narrative:
The insulin pump was received with no audio beeping alarms tones due to broken black wire of the piezo transducer. Pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was not receiving any alerts. Customer ran a self test and the pump is not passing the sound test. Customer's blood glucose level was reported as 110 mg/dl and 300 mg/dl. Customer was having trouble hearing the beeps. Customer changed the alert type to vibrate. Customer performed the self test and the pump passed. Customer stated that the pump did vibrate during the self test. Customer stated that the pump did not beep during the tone test. Customer stated that the issue started three weeks ago. Customer was not comfortable with the pump. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.